Manufacturer narrative:
The technician found three broken pins on the communication cable. He replaced the communication cable to repair the bed.

Event description:
Information received indicates a nurse call is inoperable.